Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the error messages over the phone with customer. The fse had the customer spray the cup reader with canned air and clean the camera lens. The error persists. Fse then lead the customer through testing the ccd camera and alignment. The fse determined that the ccd camera needed replacement and ordered part. During a followup call, the fse instructed the customer on replacing the ccd camera, alignment and testing. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-600ii analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was failing ccd camera.

Event description:
On (B)(6) 2015, a customer reported mechanical error cup reader/ ccd test -1/ no std cup/ skip bg check and reboot/ intermittent miss - reads on tc with their aia-600ii analyzer. The customer is unable to run e2, prl, prog, lh ii, fsh, prog ii and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, prl, prog, lh ii, fsh, prog ii and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.